Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer requested that the system table top illuminator be replaced.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was replicated. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The xenon lamp was received and a visual assessment of the returned sample showed no obvious nonconformities. The sample was installed into a calibrated system to replicate the reported event. The evaluation found that the lamp had intermittent ignition issue as sometimes the lamp worked as intended and outputs met specifications, but other times system messages (sm) - "failure to turn lamp on: lamp needs to be replaced. Please contact field service" and sm "the lamp in the table top illuminator needs to be replaced. Please contact field service" were displayed. The root cause of the reported event can be attributed to the nonconforming xenon lamp with an intermittent arcing issue. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).